Manufacturer narrative:
The stent was not implanted. The inflation device was only used with the resolute onyx rx coronary drug eluting stent during the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a lesion exhibiting 85% stenosis in the proximal obtuse marginal (om). The device was inspected with no issues. Negative prep was performed with no issues noted. No resistance was encountered. No excessive force was used during delivery. It was reported that inflation difficulties occurred during balloon inflation. The patient is alive with no injury.